Manufacturer narrative:
The reported event of low defibrillation impedance was not confirmed. Analysis was normal. No anomalies were found outside of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-03433. It was reported that a comatose patient was implanted with an implantable cardioverter system, and the surgery was completed successfully. On (B)(6) 2020, the patient developed ventricular tachycardia and ventricular fibrillation in the intense care unit, an external defibrillator was used to convert the arrhythmia. It was noted that the ICD was in backup vvi mode. On (B)(6) 2020 during pocket revision, it was noted that the right ventricular lead exhibited low defibrillation impedance. The lead was explanted and replaced. The surgery was successfully completed, and the patient remained in coma before, during and after the surgery.